Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-8770-01 t25 hexalobe broke during an ankle fusion procedure. The surgeon was trying to back a 7.0 ft screw out that he advanced too far when the tip of the driver broke off. The broken pieces were easily retrieved from the patient and the case was completed successfully.